Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of "stent kinked." The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used in the pancreatic duct during a pancreatic duct stenting procedure performed on (B)(6) 2016. According to the complainant, while delivering the advanix pancreatic stent to the pancreatic duct, strong resistance was encountered when withdrawing the guide catheter. The physician then pulled the pull wire with force and the stent was successfully deployed. The procedure was completed with this device. However, after the procedure, it was noted that the proximal part of the advanix pancreatic stent sticking out from the papilla was slightly bent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.